Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and there is a crack on the insulin pump battery compartment. No button error troubleshooting was performed due to customer is using the insulin pump of a deceased customer. The insulin pump is not expected to return for analysis.